Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium") and device expulsion ("migration of essure device location of device: myometrium") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 9 years 5 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet received. Events depression and mental anguish were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium") and device expulsion ("migration of essure device location of device: myometrium") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy) and surgery (total vaginal hysterectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device expulsion, embedded device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated and removal date added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: myometrium and plaintiff had not undergone confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium"), device expulsion ("migration of essure device location of device: myometrium") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 9 years 3 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy) and surgery (total vaginal hysterectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date discrepancy (B)(6) 2005 and (B)(6) 2005. Pelvic area pain was severe. There was decrease of pain after essure removal. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. New event heavy bleeding was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium') and device expulsion ('migration of essure device location of device: myometrium') in a 42-year-old female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pelvic pain"), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage and menorrhagia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date discrepancy (B)(6) 2005 and (B)(6) 2005. Pelvic area pain was severe. There was decrease of pain after essure removal. She had been treated for bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium') and device expulsion ('migration of essure device location of device: myometrium') in a 42-year-old female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included cystocele. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pelvic pain"), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage and menorrhagia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date discrepancy (B)(6) 2005. Pelvic area pain was severe. There was decrease of pain after essure removal. She had been treated for bleeding, migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: processed with fu 4. Pif received: lot number added. Event genital bleeding updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.